Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain when stimulation is on, but the pain subsided when stimulation was decreased by assistance of a company representative. X-rays were taken and revealed lead migration. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's lead was explanted on (B)(6) 2017.